Manufacturer narrative:
This product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had low sensing and loss of capture. This lv lead had also dislodged as noted upon x ray that this lv lead was seen to be at the right atrium (ra). The physician repositioned the lead however due to venous access difficulties, the physician then decided to extract the lv lead. The crt-d was also explanted and replaced as it had reached elective replacement indicator (eri) due to high left ventricular (lv) output. Additional information indicates that the patient was not pacer dependent and there were no asystole of greater than 2 seconds. No additional adverse patient effects were reported.